Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The se found the unit did not have a heated filter, bacterial filter or disp patient circuit for testing. The se installed a heater filter, bacterial filter and disp patient circuit ran est and the unit passed all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During service the service engineer (se) found the ventilator was failing extended self-test (est) during the pressure relief test and a relief valve cracking pressure out of range error code in the device diagnostic logs. There was no patient involvement.